Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead helix would not extend even with 30 attempts. The lead was removed and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4): the full (B)(4) lead was returned, analyzed and the distal conductor of the lead was extrinsically over-rotated. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood and visual summary analysis of the lead indicated damage at implant. The lead was received with the helix fully extended and cannot be retracted due to distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix extension.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.